Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a rotator cuff repair procedure, the device failed to cut 1 strand of the suture. The physician noted that the cutter was stiff to squeeze, but also jammed prior to reaching the end position, therefore not providing a full cutting motion. No patient consequences were reported as a result of the malfunction. Attempts have been made and no further information has been provided.